Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a casing condition (damaged cap and case) issue. The reporter stated that the patient had a blood glucose (bg) of 476mg/dl with polydipsia, polyuria, confusion, shakiness, and large ketones. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis (after the insulin pen failed). The patient was treated with IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged casing condition issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/23/2017 with the following findings: review of the pump¿s black box indicated the last basal delivery was on (B)(6) 2017. The last bolus delivery was occurred on (B)(6) 2017 at 17:49. The pump was manually suspended: on (B)(6) 2017 at 21:23; manually resumed at 21:50; on (B)(6) 2017 at 09:08; manually resumed at 09:11; on (B)(6) 2017 at 16:56; manually resumed at 17:14. The total daily dose history was appropriate for the user programmed delivery settings. Two battery compartment cracks were observed. The returned battery cap top was damaged and the threads were stripped; a stuck battery cap issue was confirmed. A test cap was used during investigation. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).